Event description:
From staff: a medtronic pain pump was removed from a patient [redacted date] and replaced with a new pump due to device malfunction and failure. The original pump was placed on [redacted date]. Manufacturer medtronic, product sycromed ii, ref# 8637-20, sn# [redacted number]. Device did not cause harm to the patient and was returned to manufacturer for diagnostics. From [redacted date] operative report: able to aspirate back on the side port of the old pump 5ml without any resistance. The catheter itself has a volume of 0.2ml, which means I flushed the catheter many, many times without any resistance, suggesting that the problem was in the pump itself. There were no signs of any kinking of the catheter at all. I was able to remove the old pump, placed the new pump after it was filled and programmed and attach it, and on the side port without any resistance draw another cubic centimeter off and close. The pump is set with a total volume of 17ml in a 20ml pump at 500mcg/ml, set at 50mcg per day. Manufacturer response for synchromed ii programmable pump, (brand not provided), (per site reporter). [Redacted name], rep from medtronic, took device after removal on [redacted date] for a diagnostic evaluation.